Manufacturer narrative:
Result of investigation: vyaire failure analysis received blender module for investigation. Visual inspection found no anomalies. Performed section 6.2.7 o2 (oxygen) pressure transducer calibration per vela service manual l2859-101 calibration failed. The blender was removed found damaged to pressure transducer diaphragm and wire bond. The pressure transducer was replaced and re installed to vela unit. Performed o2 (oxygen) pressure transducer calibration unit passed. Failure analysis was able to duplicate and isolate the reported problem to failed pressure transducer. An isolated incident and no further investigation will be performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has low oxygen inlet, and oxygen range error occurred. The customer confirmed that there was no patient involvement associated with the reported event.